Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient's body without problem and the procedure was completed with another of same device. There were no patient complications reported and the patient status was good.

Manufacturer narrative:
(B)(6).